Event description:
The catheter was implanted in the pt for dialysis. The pt underwent their normal treatment and then returned home. They were later found unconscious and bleeding. The catheter had detached at the hub. In addition to blood loss, the pt suffered an air embolism. The pt is currently being treated for these conditions.